Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dark image, the image had a shadow, objective frame had corrosion and scratches on distal end, outer tube had a bent on approximal end, lg (light guide)-connector was cracked (cracked lg cover glass), video connector was cracked on side, objective lens had a dirt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device does not show a video. The issue occurred, during reprocessing. There were no reports patient involvement.